Event description:
It was reported that this right ventricular (rv) lead exhibited an acute drop in pacing impedance measurements along with loss of capture (loc), high capture threshold, and low evoked response and amplitudes. There were multiple stored episodes caused by oversensing of noise on the rv lead channel. A lead fracture was suspected. It was noted that the patient complained of left arm and chest pain and was sent to the emergency room (ER). No additional adverse patient effects were reported. Currently, this lead remains in service.